Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise oversensing causing pacing inhibition. Threshold and impedance were stable. The patient had an upgrade to a new pacing system, implanted on the right side on (B)(6) 2020. The reported lead was programmed for backup pacing. The patient was stable.